Event description:
Boston scientific received information that this patient received eight to ten appropriate shocks. However, the patient passed out after the last shock as therapy was aborted due to failure to reconfirm. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations and device programming with the caller. The consultant stated that they could program the shocks to be committed or adjust the sensitivity. The physician will reprogram the shocks to be committed. No other adverse events have been reported. This product issue will be updated if additional information is received.